Event description:
It was reported that the lead integrity alert (lia) tripped, and the patient received 22 inappropriate shocks. The lead apparently fractured. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, the proximal segment was returned and analyzed. The outer insulation had a white substance on it and a cosmetic depression. We received performance data collected from the device and have analyzed the data. (B)(4).